Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to engineering support for additional review. An additional review revealed that there is variability between bg/sg values as observed by the user. It was confirmed that the user was on doxycycline (antibiotic) between (B)(6) 2025 and (B)(6) 2025. Antibiotics of tetracycline may falsify lower sensor glucose readings as indicated in the user guide. User was advised to reach out after this timeframe based on their prescribed end date of antibiotic treatment if they have additional concerns. As per dms, the user is currently using with up-to-date information. No further investigation was required for this complaint.

Event description:
On 01 july 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between sg and bg readings after using 2 bg meters. Customer care advised user to use only one bg meter and escalated case to perform a diagnostic upload. Based on review, support confirmed the variability between bg/sg values observed by the user. It was also confirmed that the user was taking doxycycline since (B)(6) through end date of (B)(6). Support educated user on the effects of antibiotics of the tetracycline class, informing user that they shouldn't rely on sensor glucose readings while taking tetracyclines, as indicated in the user guide. User and authorized representative understood the information given. As per dms, the user is currently using the system with up-to-date information. B4. Date of this report: 28 sept 2025. G3. Date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310.